Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during percutan suturing, the needle gone away from the suture. The doctor found the needle in the patient.